Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The catheter was returned for evaluation and it was found ruptured below the distal marker band. The evaluation could not determine the cause of the event. Catheter rupture. (B)(4).

Event description:
It was reported the balloon ruptured during preparation. The device was not used in the patient. No patient injury was reported as the device was not used in the patient.